Manufacturer narrative:
(B)(4).

Event description:
10/06/2015- additional information was received from a healthcare provider (hcp) indicated it was unknown if the infection was related to the device. The area of infection was the spine and infection symptoms included serosanguinous drainage. Information read from the patient's notes indicated the patient had an infected morphine pump and the patient's spinal incision had serosanguinous drainage. The event date was unknown. The infection was associated with implant. The patient's notes gave conflicting dates. The pump was removed due to infection showed two different dates. One date said the pump was removed on (B)(6) 2015 and another note stated the pump was removed on (B)(6) 2015. There was no allegation against device sterility. The patient's pump was replaced on (B)(6) 2015. After implant the pump was in minimum rate mode and the hcp wanted assistance with increasing the dose on (B)(6) 2015. The patient outcome was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal dilaudid (concentration 5mg/ml; dose 0.3525mg/day) and bupivacaine (concentration 30mg/ml; dose 2.115mg/day) via an implantable infusion pump. On (B)(6) 2015 the patient showed signs and symptoms of infection. Magnetic resonance imaging (MRI), blood cultures, and would cultures were taken. It was unknown how the patient got the infection. The device system was explanted on (B)(6) 2015 and not replaced; the device system was to be replaced in the future. The device system was discarded by the customer. The patient was prescribed antibiotics. The infection had not yet resolved as of the time of the report. Patient status at the time of the report was alive with no injury. The patient was following up with infectious disease. Additional information has been requested but was not available at the time of this report.